Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reports their retainers are cutting their left cheek and causing severe pain and sores. They also report they are experiencing severe headaches. Patient has tried the steps that were provided them with no relief.